Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked. The event was further described as "the receiving end fluids from the sigma pump, blood began dripping from the middle of the y- site below the roller clamp". The nurse clamped the line "and attempted to flush but couldn't flush it to have the syringe to connect to the y-site". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.